Manufacturer narrative:
Results - used and unused sample units were received for evaluation by our quality engineer team. Examination revealed a small v-shaped cut in the catheter tubing near the nose of the adapter on the used unit. The used unit underwent leak testing, and leakage was observed at the cut. The catheter adapter was dissected in order to view the top of the septum. It was observed that there was no tearing in the septum that would cause leakage to occur from the back end. The unused units were visually and microscopically examined and leak tested; no defects were found. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect of leakage. Conclusion - although the defect was confirmed within the used unit, a root cause is indeterminate. Root cause could not be determined, as it is uncertain whether the defect occurred during manufacturing or during use through re-insertion.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from the root of the catheter on a bd¿ nexiva single port safety device during use. No injury or medical intervention.